Event description:
Customer tested at 10:30pm and received a result of 255mg/dl. The customer gave themselves 2 to 3 units of insulin based on the reading. At 6:00am the next day the customers parents couldn't wake pt. They called paramedics and while waiting on them to arrive they administered glucogon by injection. Paramedics arrived and administered an amp of sugar by injection. Paramedics tested blood glucose and received a result of 260mg/dl. The customer was taken to the hosp and they administered a saline drip. No other treatment was given. The customer was release at 3:30pm. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.